Event description:
It was reported that during a stenting treatment procedure stent deployment issue and foreshortening occurred. The target lesion was located in the totally occluded iliac externa. The lesion was predilated with a 5mm balloon and then an 8x120x120mm epic stent was deployed in the distal portion of the lesion. However; it was noted that the stent may have caught on the 50% plaque that was in the vessel, therefore, the stent did not release properly and the stent shortened approximately 4cm. Post dilation was performed with a 7mm balloon and then an 8x60mm epic stent was placed in the proximal portion of the lesion to extend the foreshortened portion of the 8x120mm stent. The procedure was successfully completed with no patient complications reported. The patient¿s current condition is stable.

Manufacturer narrative:
Date of birth: 1954. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).